Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with a low pulse and feeling ill. The patient was admitted to the hospital and device evaluation was requested to check for loss of capture. Diagnostics showed no ventricular arrhythmias have occurred. Atrial and right ventricular (rv) sensing were good with appropriate atrial threshold and pacing impedance measurements. Device interrogation did not produce a check lead message and no out of range daily measurements were identified. However, bipolar rv pacing impedance was greater than 3000 ohms. Additionally, rv capture could not be confirmed despite maximum device outputs. The observations were communicated to the physician and the rv lead was programmed to unipolar mode which improved threshold and impedance measurements. The local boston scientific sales representative suggested isometric exercises to check for lead noise due to this patient being dependent and symptomatic. Remote monitoring was ordered and the patient will be followed three months after the initial transmission is received. Increased follow ups and reprogramming the rv sensitivity could be considered as a rv lead integrity issue is suspected. The lead remains in service and no additional adverse patient effects were reported.